Event description:
Unomedical reference number (B)(4). Event occurred in italy it was reported that patient faced 3 infusion set fell off event on 09-jun-2024. The infusion set was in use for some hours. No further information available

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 3.